Event description:
It was reportable the light source 300 xl presented smoke. A back device was utilized to complete the procedure. No patient injury or complications were reported.

Manufacturer narrative:
The reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed.